Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer also reported getting alert for sensor updating that led to change sensor. The customer declined to troubleshoot for low blood glucose. The sensor was replaced and will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 buffered glucose test solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.